Event description:
It was reported that the patient with this left ventricular (lv) lead was part of a system revision. Additional information indicated that the physician opted to place a temporary pacing system as patient is dependent. There was no additional adverse patient effects were reported. This lv lead was explanted.